Event description:
It was reported episodes of noise resulting in oversensing and pacing inhibition were observed on the device of a pacemaker dependent patient. No intervention was performed at this time. The patient was stable and will continue to be monitored.